Event description:
Possibly due to tumor progression [neoplasm progression]. Possibly due to radioembolization induced liver disease [radiation (B)(6)] . Significant increase in bilirubin [blood bilirubin increased]. Case description: initial information was received on 19-apr-2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) black male patient. The patient's medical history included (B)(6) carcinoma (hcc), tobacco use disorder, alcohol abuse, and diabetes. The patient's concomitant medications included: pantoprazole, ondansetron, oxycodone, insulin glargine, ibuprofen, metformin hcl, nicotine patch, lidocaine, hydrocodone/acetaminophen, sennosides, docusate sodium, oxycodone/acetaminophen, emollient (eucerin plus), guaifenesin, timolol, clindamycin phosphate, latanoprost, vitamin b complex with vitamin c, aspirin, ranitidine, and multivitamin (all indications unspecified). The patient received therasphere 10.6 mci once, and 18.8 mci once via catheter for treatment of (B)(6) carcinoma (lot number and expiration date unknown) on(B)(6) 2015. On (B)(6) 2015, the patient developed a significant increase in bilirubin with death on an unspecified date in 2015 or 2016, possibly due to tumor progression or radioembolization induced liver disease. On (B)(6) 2015, the patient's pre-treatment bilirubin level was 1.6. On (B)(6) 2015, the reported to be "day of treatment" (which conflicts with the therasphere start date reported to be administered on (B)(6) 2015), the patient's bilirubin level was 2.1. When the patient attended a clinic visit on (B)(6) 2015, his lab results showed increase in bilirubin levels compared to pre-treatment, but due to partially hemolyzed labs they were re-drawn on (B)(6) 2015. The treating physician noted the patient's sclerae were slightly yellow suggesting jaundice but the patient stated "this is normal for him". The patient discontinued treatment at the treating facility and returned to his primary provider at another facility. When contacted for the patient's status, the nurse at the primary provider facility informed that the patient had passed away but would not provide any further information. The treatment for the events is unknown. Follow-up information will be requested. The reporting non-health professional assessed the events of tumor progression and radioembolization induced liver disease to be fatal (serious) and the increase in bilirubin as serious "other important medical event" (medically significant): "reportable event is significant increase in bilirubin with death possibly due to tumor progression or radioembolization induced liver disease. Unable to make a certain determination due to lack of further information." The reporting non-health professional did not assess the relationship of bilirubin increased or tumor progression with the administration of therasphere but considered the liver disease as "radioembolization-induced". The company assessed the events of tumor progression and radioembolization induced liver disease to be serious (fatal) and the increase in bilirubin as serious (medically significant). Follow-up information was received from the initial reporter on 31-may-2016: it was confirmed that the pre-treatment lab work (previously reported as being conducted on (B)(6) 2015) was conducted on (B)(6) 2015. The therasphere lot # was1599121; vial # 24. Case comment: the reported events of bilirubin increased and radiation (B)(6) are considered to be listed and the event neoplasm progression is considered to be unlisted according to therasphere current reference safety information (uspi). The symptom of jaundice has been subsumed under the event of bilirubin increased. In agreement with the reporting non-health professional, the company considers the event of bilirubin increased and radiation (B)(6) to be related to therasphere treatment as both are known effects, and the company considers the event of neoplasm progression to also be related to treatment with therasphere due to the lack of details available.

Event description:
Possibly due to tumor progression [neoplasm progression]. Possibly due to radioembolization induced liver disease [(B)(6)]. Significant increase in bilirubin [blood bilirubin increased]. Case description: initial information was received on 19-apr-2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) black male patient. The patient's medical history included hepatocellular carcinoma (hcc), tobacco use disorder, alcohol abuse, and diabetes. The patient's concomitant medications included: pantoprazole, ondansetron, oxycodone, insulin glargine, ibuprofen, metformin hcl, nicotine patch, lidocaine, hydrocodone/acetaminophen, sennosides, docusate sodium, oxycodone/acetaminophen, emollient (eucerin plus), guaifenesin, timolol, clindamycin phosphate, latanoprost, vitamin b complex with vitamin c, aspirin, ranitidine, and multivitamin (all indications unspecified). The patient received therasphere 10.6 mci once, and 18.8 mci once via catheter for treatment of hepatocellular carcinoma (lot number and expiration date unknown) on (B)(6) 2015. On (B)(6) 2015, the patient developed a significant increase in bilirubin with death on an unspecified date in 2015 or 2016, possibly due to tumor progression or radioembolization induced liver disease. On (B)(6) 2015, the patient's pre-treatment bilirubin level was 1.6. On (B)(6) 2015, the reported to be "day of treatment" (which conflicts with the therasphere start date reported to be administered on (B)(6) 2015), the patient's bilirubin level was 2.1. When the patient attended a clinic visit on (B)(6) 2015, his lab results showed increase in bilirubin levels compared to pre-treatment, but due to partially hemolyzed labs they were re-drawn on (B)(6) 2015. The treating physician noted the patient's sclerae were slightly yellow suggesting jaundice but the patient stated "this is normal for him". The patient discontinued treatment at the treating facility and returned to his primary provider at another facility. When contacted for the patient's status, the nurse at the primary provider facility informed that the patient had passed away but would not provide any further information. The treatment for the events is unknown. Follow-up information will be requested. The reporting non-health professional assessed the events of tumor progression and radioembolization induced liver disease to be fatal (serious) and the increase in bilirubin as serious "other important medical event" (medically significant): "reportable event is significant increase in bilirubin with death possibly due to tumor progression or radioembolization induced liver disease. Unable to make a certain determination due to lack of further information." The reporting non-health professional did not assess the relationship of bilirubin increased or tumor progression with the administration of therasphere but considered the liver disease as "radioembolization-induced". The company assessed the events of tumor progression and radioembolization induced liver disease to be serious (fatal) and the increase in bilirubin as serious (medically significant). Case comment: the reported events of bilirubin increased and radiation hepatitis are considered to be listed and the event neoplasm progression is considered to be unlisted according to therasphere current reference safety information (uspi). The symptom of jaundice has been subsumed under the event of bilirubin increased. In agreement with the reporting non-health professional, the company considers the event of bilirubin increased and (B)(6) to be related to therasphere treatment as both are known effects, and the company considers the event of neoplasm progression to also be related to treatment with therasphere due to the lack of details available.